Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Set screw mark was noted on the terminal pin at correct location. There were no irregularities noted on the lead tip. Furthermore, the lead passed electrical testing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information from the field representative indicated that lead dislodgement was confirmed on x-ray and that there was no capture available. The lv lead was explanted. No additional adverse patient effects were reported.